Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker system presented for a follow-up after experiencing more falls. The most recent fall was described as a mechanical trip. Review of the implanted system revealed noise oversensing leading to pacing inhibition. The patient's escape rhythm prevented a significant pause in therapy from occurring. High out of range pacing impedances were also observed. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The system was reprogrammed and remains in service. No adverse patient effects were reported. Additional information was received that a revision procedure was performed. The right ventricular (rv) lead was surgically abandoned and replaced. The pacemaker was explanted and discarded. No additional adverse patient effects were reported.